Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient; product ID 8780, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(4) 2015, information was received from a health care professional via a representative regarding a patient who was receiving fentanyl 964.6 micrograms per milliliter (mcg/ml) at dose of 698.7 mcg/day and clonidine 42.4 mcg/ml at a dose of 30.711 mcg/day via an implantable pump. The patient dose activation was noted to be fentanyl 60.03 mcg/ 1 221.52 mcg/day and 75% 522.84 mcg and clonidine 2.639 mcg, 53.693 mcg/day, and 75% 22.982 mcg. The lot numbers were not able to be obtained. The indication for use was not provided. The patient's ;medical history and other medications were requested but not available. The date of implant was reported as approximate. The patient's personal therapy manager (ptm) displayed the code 8476 and the patient was unable to receive boluses. The session report and pump logs noted a motor stall. The motor stall occurred on (B)(6) 2015 at 15:47 and the stall recovered on (B)(6) 2015 at 03:30. The patient was hospitalized in the ICU with underdose symptoms. Intravenous (IV) morphine was administered until the next day, (B)(6). The pump was also explanted and replaced on (B)(6). The patient was doing fine after the pump replacement and returned home on (B)(6). The pump and the personal therapy manager were returned for analysis. The issue was reported as resolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury. Additional information was requested to clarify the cause of the motor stall and catheter serial number. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
All previously reported analysis findings will be updated/corrected to the following for this event: analysis of the pump was completed and revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Analysis of the pump was completed. Analysis revealed pump motor gear train anomalies including a wheel 3 assembly anomaly and stall due to shaft-bearing.

Event description:
The representative later reported that the cause of the motor stall was unknown and the serial of the catheter was not available. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.